Event description:
The pt reportedly experienced overly loud stimulation, followed by loss of sound. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt will be scheduled.